Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after eight years post filter deployment, patient experienced abdominal pain. Subsequent CT revealed, ivc filter with one of the prongs extending posteromedially, contacting the dorsal surface of the infra renal aorta. Another prong also contacts the right dorsal surface of the aorta at the level of bifurcation. Eventually two years later, patient presented with abdominal pain. Subsequent CT revealed, grade 4 perforation of the 8-o'clock strut into the right psoas muscle and grade 3 perforation of the 4 o¿clock strut to abut posterior aorta, and grade 3 perforation of 6 o¿clock strut to abut l4 vertebral body. Also, filter tilt was noted with 11.50 degrees in the coronal and 9.83 degrees in the sagittal direction with tip of filter abutting the right anterior wall of ivc. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is unconfirmed for the filter tilt as the medical record states, "11.50 degrees in the coronal and 9.83 degrees in the sagittal direction with tip of filter abutting the right anterior wall of ivc". Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.